Manufacturer narrative:
Additional information: b5 correction: h6 health effect - clinical code

Event description:
A user facility¿s biomedical technician (bmt) reported to technical support that a 2008t machine¿s blood pump rotor pin sleeve came was loose and deformed and pinching the tubing and causing a fluid leak and blood loss during a patient's hemodialysis (hd) treatment. The amount of blood loss was unknown. There were no adverse reactions with the patient. The tubing was replaced and the patient completed 30 minutes of treatment remaining on the same machine. Additional information was requested but was not received to date.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility¿s biomedical technician (bmt) reported to technical support that a 2008t machine¿s blood pump rotor pin sleeve came was loose and deformed and pinching the tubing and causing a fluid leak and blood loss during a patient's hemodialysis (hd) treatment. There were no adverse reactions with the patient. The tubing was replaced and the patient completed 30 minutes of treatment remaining on the same machine. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The rotor was returned with one of the rear sleeve loose and deformed. The deformed sleeve can be easily removed from the guide pin and there are signs of debris on the pin. There are no other discrepancies with the rotor assembly. Install the returned rotor onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing. The deformed sleeve became loose and was rubbing against the rotor housing creating a ¿clicking¿ noise. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A user facility¿s biomedical technician (bmt) reported to technical support that a 2008t machine¿s blood pump rotor pin sleeve came was loose and deformed and pinching the tubing and causing a fluid leak and blood loss during a patient's hemodialysis (hd) treatment. The amount of blood loss was unknown. There were no adverse reactions with the patient. The tubing was replaced and the patient completed 30 minutes of treatment remaining on the same machine. Additional information was requested but was not received to date.

Event description:
A user facility¿s biomedical technician (bmt) reported to technical support that a 2008t machine¿s blood pump rotor pin sleeve came was loose and deformed and pinching the tubing and causing a fluid leak and blood loss during a patient's hemodialysis (hd) treatment. The amount of blood loss was unknown. There were no adverse reactions with the patient. The tubing was replaced and the patient completed 30 minutes of treatment remaining on the same machine. Additional information was requested but was not received to date.

Manufacturer narrative:
Additional information: technical issue resubmission.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported to technical support that a 2008t machine¿s blood pump rotor pin sleeve came was loose and deformed and pinching the tubing and causing a fluid leak and blood loss during a patient's hemodialysis (hd) treatment. There were no adverse reactions with the patient. The tubing was replaced and the patient completed 30 minutes of treatment remaining on the same machine. Additional information was requested but was not received to date.